Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was informed that they could continue using the pump and advised to call back if the issue recurred.